Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. During device evaluation, a capacitor leak was found within the unit. The internal battery and man circuit board were replaced to address these issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.